Event description:
It was reported that on (B)(6) 2008, the patient underwent a stenting procedure in the left anterior tibial artery to treat an arteriovenous fistula. An asahi miracle bros guide wire was advanced into the patient anatomy through the fistula down the anterior tibial artery. The 3.0 x 12 mm graftmaster stent system was advanced over the guide wire to the target site. The stent was deployed without difficulty and the stent delivery system was removed. Significant improvement of the flow in the anterior tibial artery was noted; however, there was some persistent flow into the anterior tibial veins, producing a persistent fistulous connection. It was noted that there was another segment of the fistula above the graftmaster stent and the graftmaster stent was not fully apposed to the vessel wall; therefore a 3.5 x 19 mm graftmaster stent was advanced. The 3.5 x 19 mm graftmaster stent was difficult to deploy, but was able to be deployed at 14 atmospheres so that it overlapped the previously placed graftmaster stent. The stent delivery system was removed from the anatomy and complete resolution of the fistula was noted. No additional intervention was provided as treatment of the poorly apposed 3.0 x 12 mm graftmaster. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It was reported the graftmaster was used in the left anterior tibial artery to treat an arteriovenous fistula. It should be noted that the indications for use section of the graftmaster instructions for use states: the jostent graftmaster is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of acute coronary artery perforations. It is unknown if the treatment in the left anterior tibial artery contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.